Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm) and attached oxygen (o2) and air at 50 pounds per square inch (psi). After the warm-up period calibration was initiated and during calibration the air flow went past the usual calibration flow rate of five liters per minute (l/min). The pst found there to be no direct current (dc) output voltage from the flowmeter. The service repair technician (srt) replaced the flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the flowmeter was always reading zero flow. The actual flow was verified with an external flowmeter. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the device read zero standards liters per minute (slpm) at zero flow however absolute pressure read -3.40 pounds per square inch absolute (psia) at current actual of 13.63. This pressure reading was accounted for and confirmed by absolute sensor adc readings, with factory value of 29940 shifting to value of 8313 upon receipt. As a result of erroneous pressure readings, device stated negative flow from 0-10slpm actual flow. Visual inspection showed sensor lead had popped off header of printed circuit board (pcb), this was re-soldered to pcb header. Microscopic inspection showed signs that solder joints were inspected at time of production and this defect was not present at that time. It is the opinion of the evaluator that device was likely dropped or suffered damage during shipping- a landing on the top of the device could cause enough strain on sensor lead that the lead could pop off header. It also seems likely that a substandard solder joint was made by the technician. Sensor was opened as precautionary measure and wire-bond pull test performed. No loose wire bonds were discovered. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.